Manufacturer narrative:
It was reported that product was discarded; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Additional information received 07 may 2024: question: what was the original cause of the pericardial effusion? Answer: lv perforation, presumably caused by the lv guidewire question: what kind of guidewire was used during this procedure? Answer: safari s question: what kind of introducer sheath was used during this procedure? Answer: 14f isleeve question: will any devices be returned for analysis or have they been discarded? Answer: no question: when was the onset of the pericardial effusion? Answer: immediately after pre-dilatation question: what devices were in the patient when the pericardial effusion first developed? Answer: transient pacing wire in the rv, safari s wire in the lv question: did a second pericardial effusion occur? Answer: no question: what was the cause? Answer: lv perforation, presumably caused by the lv guidewire question: when in relation to the procedure did it occur? Answer: immediately after pre-dilatation question: what was the cause of the ventricular effusion? Answer: lv perforation, presumably caused by the lv guidewire question: when in relation to the procedure did the ventricular effusion occur? Answer: immediately after pre-dilatation question: what was the cause of the left ventricular perforation? Answer: lv perforation, presumably caused by the lv guidewire question: what devices were inside the patient when the perforation occurred? Answer: transient pacing wire in the rv, safari s wire in the lv additional information received 13 may 2024: the safari2 guidewire was discarded after the tavi.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and remove the model number in section d4.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that a pericardial effusion and ventricular perforation occurred. Procedure summary capturing what occurred during the tavr procedure: the patient underwent a transcatheter aortic valve replacement (tavr) procedure. Vascular access was obtained via a transfemoral approach with severe tortuosity of the iliac arteries noted. The severely calcified native aortic annulus was 23.4 to 23.8mm in circumference. A 14f introducer sheath was placed and an safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 22mm balloon catheter in accordance with the instructions for use (IFU). The patient became hypotensive, and echocardiography revealed a large pericardial effusion. Under fluoroscopic control a pericardiocentesis was performed with autotransfusion via a venous, inguinal sheath. The bleeding subsided. A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. Post-dilatation bav was performed with a 22mm balloon catheter. No residual effusion was evident on echocardiography, the pericardial drain was left in place, and the procedure concluded. Event summary capturing what occurred post procedurally: after being transferred from the operating table, hypotension occurred, and pericardial tamponade was identified via echocardiography. The pericardial drain was obstructed by clotting and was unable to be used for aspiration. A second pericardiocentesis was performed with continuous aspiration and autotransfusion. After approximately sixty (60) minutes of continuous bleeding, a longitudinal median sternotomy with surgical exploration was performed. When the pericardium was opened there was a spontaneous release of a fresh effusion and an incipient pericardial hematoma surrounding both the left and right ventricles was present. A small to medium-sized perforation in the lateral wall of the left ventricle was discovered. The perforation was repaired and retrocardiac and retrosternal drainages were inserted. Chest closure was performed with wire and layered would closure with staples. The patient was transferred to the intensive care unit for recovery. Relevant bleeding from the chest drains occurred which required the re-opening of the sternotomy. Small sources of bleeding on the sternum and pericardial artery were present. Due to impaired coagulation and diffuse bleeding, the thorax was left open. One (1) day post tavr procedure secondary thoracic closure took place. Postoperatively the patient received pleural drains for bilateral pleural effusions. Four (4) days post tavr procedure the patient was extubated, and the patient was administered antibiotics due to the emergency thoracotomy. The recovery of the patient proceeded with sufficient spontaneous breathing, stable circulation, and tachycardic sinus rhythm. Please note: although there were there were no allegations of device malfunction against the safari2 wire, the safari2 wire was positioned in the patient anatomy when the pericardial effusion occurred. This event is being reported due to pericardial effusion and cardiac perforation are listed in the instructions for use (IFU) as a potential adverse event.